Event description:
Ep and ablation catheters in the heart and repositioned under fluoroscopy. Physician stepped on the fluoro pedal prior to ablation, but fluoro did not go on. Attempted to troubleshoot system. Checked connections and rebooted machine but x-ray still not working. This is the second event since yesterday on the same system. First event occurred previous day. Was assessed and addressed by biomed and equipment returned to service.health professional's impression: having catheters inside patients' heart without x-ray to confirm position will possibly cause severe complications such as tamponade, arrhythmias and possibly cardiac arrest. No adverse impact on this patient at this time.